Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that after 2 days of use, there was no flow to the pads. The nurse replaced the device with a second arctic sun device; however, the flow rate remained at 0.0lpm. Subsequently, the nurse replaced the pads with a new set of pads, which provided a good flow rate. Therapy was completed without further issues.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: ¿ once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that after 2 days of use, there were no flow to the pads. The nurse replaced the device with a second arctic sun device; however, the flow rate remained at 0.0lpm. Subsequently, the nurse replaced the pads with a new set of pads, which provided a good flow rate. Therapy was completed without further issues.